Event description:
Review of a literature article revealed 1 case report associated a viabahn device. The pt presented with cystic lesion (aneurysm) of the left above-knee popliteal artery, focal luminal stenosis with three-vessel distal runoff. An angioplasty was performed and a 6x10 viabahn device was implanted. The pt was asymptomatic for 1 week, following which claudication returned. Examination showed stent occlusion and a cystic lesion within the wall of the popliteal artery encircling the occluded stent. An open surgical reconstruction was performed. The popliteal artery was exposed. Extensive periarterial inflammation and cystic degeneration of the arterial wall at the level of the stent were noted. The affected segment was excised and replaced with an interposition, long saphenous vein graft. Postoperative recovery was complicated by graft thrombosis, necessitating thrombectomy. The pt received IV heparin and was discharged on antiplatelet therapy. At 15-month follow-up, the pt remains symptom-free.

Manufacturer narrative:
The investigation into this event is currently in progress.